Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was doing fine without the stimulator being on, so for about 6 months, they were not using it. The patient had a knee replacement procedure and was catheterized because they were unable to go. The issue started (B)(6) 2019. The reporter indicated that the patient was still catheterized because they ¿can¿t go at all¿. There were no further complications reported or anticipated.